Manufacturer narrative:
Additional lot #s: a0037, a0038.

Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on 23-nov-2011 by an anesthetic nurse practitioner - local reference (B)(4). A ptc (product technical complaint) has been initiated for this report: global ptc (B)(4). This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra) two vials on (B)(6) 2011 (batch 1a0035, expiration 04/01/2012), one vial on (B)(6) 2011 (batch a0037, expiration 06/2013), and one vial on (B)(6) 2011 (batch a0038, expiration 08/2013) for cosmetic purposes. Poly-l-lactic acid was injected into the nasolabial folds, temples, labiomental crease, marionette lines and cheek lines. Dosage per injection site was not reported. She has previously been treated with poly-l-lactic acid about two years ago with no adverse events. In (B)(6) 2011, this pt developed nodules on her cheeks. A total of five slightly visible nodules are present at injection site. Four are less than 5 mm. A large nodule, greater than 5 mm, is present on the left cheek. There are no signs of inflammation or evidence of a systemic process. No biopsy was performed. There is no evidence of permanent impairment of a body function/body structure. The event is expected to be irreversible. Corrective treatment with doxycycline 100 mg/day for seven days followed by 50 mg/day for two weeks was prescribed. No surgical intervention was required. The outcome is ongoing. Significant/relevant medical history: fitzpatrick skin type ii and no history of immunological or collagen-vascular disease. Relevant concomitant medications: not reported. Actions taken: unk. Corrective treatment: doxycycline 100 mg/day for seven days and then 50 mg/day for two weeks. Outcome: ongoing. Results are pending for global ptc (B)(4). Additional information was received on 02-dec-2011 from the nurse prescriber: this report has been upgraded from non-serious to serious. The pt's age and medical history were updated. Therapy dates, batch/expiration date, location of injection sites, size of the nodules and corrective treatment were provided. Outcome of the event was changed from unk to ongoing.